Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Addendum h11: initial information provided was incorrect. Supplemental filed to provide correction. Corrected field: b5. Updated fields: g1, g2, g7, h2, h11.

Event description:
Attorney alleges that on (B)(6) 2016, the patient underwent surgery for implant of two (2) unspecified bard/davol per fix plug (device #1 and device #2). As reported, the patient is making a claim for an adverse patient outcome against the two (2) perfix plug (device #1 and device #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). Not returned.

Event description:
Attorney alleges that on (B)(6) 2016, the patient underwent surgery for implant of two (2) unspecified bard/davol per fix plug (device #1 and device #2). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the two (2) perfix plug (device #1 and device #2). As reported, the attorney alleges product is defective and that the patient experienced emotional distress.